Event description:
It was reported that the insulin pump had an unresponsive keypad. The customer stated that she was trying to fill the insulin pump when she noted that the keypad was unresponsive, so she changed the battery. After the battery replacement, the numbers were scrolling uncontrollably. She stated that the battery change did not resolve the issue. The customer did not know the blood glucose reading. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window and a stained end cap sticker.